Manufacturer narrative:
Investigation ¿ evaluation: a review of the instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that the ultrathane wills-oglesby single lumen percutaneous gastrostomy catheter was leaking at the hub. The date of implantation and duration of clinical use was not provided. The conditions and circumstances surrounding the event were not provided. The device was completely explanted and replaced with a new device. There are no reported adverse patient consequences related to this event. The product is reported to be available for evaluation, however it has not been received to date.